Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device has signs of damage from attempted use. The device was manufactured in 2020. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/sizing issue or a procedural error. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during a knee surgery, the insert couldn't be implanted. The insert was installed in according to the procedure and could not be installed in place, but when it was removed it was found that the back of the insert measured differently inside and outside. The procedure finished with a backup device from smith and nephew. No surgical delay. Patient injuries were not reported.

Event description:
It was reported that during a knee surgery, the insert couldn't be implanted. The insert was installed in according to the procedure and could not be installed in place, but when it was removed it was found that the back of the insert measured differently inside and outside. The procedure finished with the same device. No surgical delay. Patient injuries were not reported.